Manufacturer narrative:
A sample was taken from the cap screw. A f/u report will be sent upon results of the sample.

Event description:
According to the info provided, the device was leaking fluid during a cpd cleaning after a tka procedure. There was no pt involvement and no adverse consequences reported.